Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was in use with a patient when an occlusion alarm (alarm number in pump history: occurred and stopped all infusion deliveries. The patient's blood glucose was reported to be at 155mg/dl troubleshooting determined that blockage was likely located at the site. It was noted that the cannula was not visibly compromised and the patient had lots of scar tissue at the site. The site was changed and rotated. No permanent injury was reported.